Event description:
It was reported that 8 days post-operatively a patient who had been treated for cervical bone fracture developed new neck pain and post-operative imaging revealed screw migration at c3 on the right side. The patient underwent revision surgery and the migrated screw was explanted.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : hospital discarded device.

Event description:
It was reported that 8 days post-operatively a patient who had been treated for cervical bone fracture developed new neck pain and post-operative imaging revealed screw migration at c3 on the right side. The patient underwent revision surgery and the migrated screw was explanted.